Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to dirt on objective lens, there was a lack of image on the monitor. However, the most probable cause for dirt on objective lens and white foreign objects in air/water cylinder (tube) could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited lack of image, dirt on objective lens and white foreign objects in air/water cylinder (tube). There was no patient involvement.